Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Customer reported that this morning it say blood glucose was 57 mg/dl and it must had shut off since it shuts off at 60 mg/dl. The customer¿s blood glucose was 268 mg/dl and the sensor glucose was 58 mg/dl at the time of the incident. Customer reported that insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.